Manufacturer narrative:
E1- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparo-thoraco videoscope had debris on the video cable connector. There were no reports of patient involvement.

Event description:
Correction to b5 for information inadvertently left out of previous report: the issue occurred during installation of the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, h2, h3, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection and inspection found the coat of the video cable was peeling off. In addition, the following reportable malfunctions were identified during the device evaluation: image noise occurred, and the color tone of image was abnormal due to damage to the imager unit (magenta or green only). Based on the results of the investigation and previous investigations, it likely suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of the reported issues is expected or random component failure without any design or manufacturing issue. However, the definitive root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.